Event description:
During follow-up on a report of a patient having filling discomfort, the technician stated that the patient had recently developed peritonitis. She stated that they believed that the filling discomfort was due to peritonitis. She did not know what caused the peritonitis. She stated that the peritonitis has cleared up and the patient has not had any further issues since then. She stated that the patient's pd nurse could be contacted for more information regarding the peritonitis. There was patient involvement. Follow up was obtained on (B)(4) 2012 by global pharmacovigilance. The following information was obtained during a phone conversation with the peritoneal dialysis (pd) nurse. On (B)(6) 2011 the patient started pd therapy using dianeal low call ambuflex nightly. On (B)(6) 2012, the patient arrived at the pd clinic with cloudy effluent and belly pain and was diagnosed with peritonitis. The nurse further clarified that the patient 'had been experiencing belly pain (reported by consumer as filling discomfort) for a while and did not tell anyone'. On (B)(6) 2012, fortaz 1 g ip was given as a onetime dose and vancomycin 2g ip was started. On (B)(6) 2012, after the last dose of vancomycin 2g ip was given, vancomycin was stopped. At the time of this report, the pd effluent had not yet been re-cultured. The cause of the peritonitis was a break in aseptic technique. The patient received verbal counseling regarding proper technique, but had not yet had formal re-training in the pd clinic. Pd was ongoing with no changes to dianeal low cal ambuflex dosing. The peritonitis was not related to dianeal therapy or to any baxter device or disposable part.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient the assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.